Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to non-sustained ventricular tachycardia episodes and sensing integrity counter (sic). Unstable lead impedance and noise were observed. A lead fracture was suspected. When the pocket was opened, it was discovered that the implant was sub-muscular. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.